Event description:
The customer reported via phone call that they experienced unexplained high blood glucose. Customer's blood glucose was 300 mg/dl at the time of incident. The customer's blood glucose was 419 mg/dl at the time of the call. Customer treated their blood glucose with a manual injection. It was found the customer did not have any symptoms of high blood glucose. Troubleshooting for the customer's high blood glucose was declined. Customer attributed their high blood glucose to their allergy medication. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.